Event description:
Subject: formal complaint ¿ innza home ipl hair removal device content: I am reporting the innza home ipl hair removal device for serious regulatory violations, false advertising, and safety concerns. The device is sold on amazon and other platforms. Key issues include: unregistered class ii medical device: marketed as an "ipl hair removal device," which is classified as a class ii medical device by FDA. No 510(k) premarket notification exists for this product, and the manufacturer is not registered with the FDA. Misbranding & labeling violations: device, packaging, and user manual lack manufacturer information, violating 21 cfr 801.1(a). Instructions for use are incomplete: no contraindications listed (e.g., for darker skin tones), violating 21 cfr 801.109(c). No electromagnetic compatibility compliance information (iec 60601-1-2) is provided. Contradictory technology claims & radiation safety violations: packaging claims, "ipl technology," but the manual claims "laser hair removal," creating material misrepresentation. If marketed as a laser, the device lacks 510(k) clearance, laser class designation, and required radiation safety warnings per 21 cfr 1040.10. Therapeutic claims such as "painless treatment," "keeps skin below 5°c," and "75¿96% hair reduction" are unsubstantiated and exceed what is permitted for an over-the-counter consumer product. Injury caused by the device: during normal use of this device according to the manufacturer's instructions, I sustained severe burns on my legs. I am able to provide photographs of the injuries and medical reports as evidence. Manufacturer & seller information: manufacturer: zhongshanwenjingshangmaoyouxiangongsi. Business address: 1 1 2 4 6 0, 5 2 8 4 0 0, c n p h o n e : + 1 ( 3 0 2 ) 6 5 8 - 7 4 1 2. Amazon seller: innza request for action: investigate innza for false advertising, misbranding, and safety violations. Enforce 510(k) clearance and FDA establishment registration before allowing sales. Remove the product from the market until compliance is confirmed.